Event description:
Case involves an 81 y/o female pt, who was admitted to the hospital on 6/10 with unstable angina and who underwent a mcr x5 procedure on 6/12/97. While in ICU on 6/13, it was noted there was blood in the intra-aortic balloon catheter and it was believed the catheter had a leak. The intra-aortic balloon catheter was changed out with no adverse effects to the pt.